Manufacturer narrative:
The resectoscope was not being used on a patient and there are no reports of injuries or risks to the user or other personnel. Richard wolf considers this case to be a reportable malfunction because there have been serious injury reports of similar issues in the last two years. This event is reported under part 86753225, inner sheath resectoscope 22fr, batch 1593766, as the suspect medical device, because the defective o-rings are both components of the inner sheath resectoscope. Components do not have FDA product codes and are not required.

Event description:
According to the information received, the coating material of the o-rings, o-ring 7,65x 1,78 vmq-70 coated, part 15364395, batch 4500409934, and o-ring 9,25x 1,78-vmq-70 coated, part 15364396, batch 59037/1, were found to be peeling off after sterilization of the resectoscope. The o-rings are used in inner sheath resectoscope 22fr, part 86753225, batch 1593766.